Event description:
Instrument indicator was white and did not turn red. When we tried to put the instrument into robot, it said the instrument was expired. It still had lives on it but did not register with robot. Caused delay in or. FDA safety report ID #(B)(4).